Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had experienced an unexpected loss of power. There was no report of the patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of initial medwatch report 0003015876-2022-00525 indicates: a customer contacted stryker to report that their device had experienced an unexpected loss of power. There was no report of the patient use associated with the reported event. Section b5 executive summary of initial medwatch report 0003015876-2022-00525 should indicate: a customer contacted stryker to report that their device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue. Section f10 / h6 health effect, patient involvement of initial medwatch report 0003015876-2022-00525 indicates: no patient involvement section f10 / h6 health effect, patient involvement of initial medwatch report 0003015876-2022-00525 should indicate: no health consequences or impact . Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power pcb assembly and could not determine the root cause of the issue.

Event description:
A customer contacted stryker to report that their device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.